Manufacturer narrative:
A supplemental report is being submitted for product information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that several clock changes were logged, in which the controller's date and time was set to multiple different dates and times, including (B)(6) 2017 at 13:08:38, (B)(6) 2025 at 10:31:23, (B)(6) 2025 at 11:03:09, (B)(6) 2025 at 11:19:15, and (B)(6) 2025 at 11:20:48; no pump ID setting events had been logged on the controller. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. The incorrect date will trigger an incomplete autologs report and data points that could be perceived as a data transfer error. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had download issues of logfiles and the ventricular assist device (vad) ID was not set. The controller remains in use. No patient complications have been reported as a result of this event.